Manufacturer narrative:
A ge service representative performed an onsite investigation. The x-ray tube was evaluated and replaced. A full alignment and dose calibration was also performed. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported system arcing. Further info from the fse identified that there was an 'kv on in error' message displayed. This error is likely to result in an immediate loss of system functionality. There is no report of a pt injury or death associated with this event.